Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak (loss of fluid column) in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
This is being filed to report that during preparation of the steerable guiding catheter (sgc), the sgc failed to hold column. It was reported that during preparation of the steerable guiding catheter (sgc) the hemostatic valve could not hold the fluid column. There was no patient involvement. A new sgc was used to continue the procedure. There was no clinically significant delay in the procedure. No additional information was provided.